Manufacturer narrative:
The gore® dryseal flex introducer sheath states the following: do not puncture the gore® dryseal valve. Puncturing the valve could result in major blood loss. H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Manufacturer narrative:
The gore® dryseal flex introducer sheath states the following: do not puncture the gore® dryseal valve. Puncturing the valve could result in major blood loss. H6: results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2021, a patient underwent endovascular treatment of an abdominal aortic aneurysm and a left common iliac artery aneurysm. A gore® dryseal flex introducer sheath was used for access. While attempting to place an internal iliac component (iic), the physician removed a forceps clamp that had been applied to the valve of the sheath. Upon removing the clamp, bleeding was observed from a pinhole in the valve of the sheath. The total amount of the bleeding was approximately 500cc, and an intra-operative transfusion of blood was administered. The procedure was completed with a new sheath. The patient tolerated the procedure. It was reported a pinhole might have been created when the sheath was clamped by forceps.

Manufacturer narrative:
The gore® dryseal flex introducer sheath states the following: do not puncture the gore® dryseal valve. Puncturing the valve could result in major blood loss.